Event description:
It was reported that the ventilator needed a repair. No other information was given. Patient involvement is unknown. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The user facility performs service by themselves. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported alarms has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).